Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
During an emergency support program call customer reported that a sensation plus 7.5fr. 40cc intra-aortic balloon (iab) catheter was removed at the bedside due to a suspected membrane leak/perforation. It was also reported that the insertion was axillary. Following catheter removal, the patient experienced a myocardial infarction (mi), survived, and was reported to be hemodynamically stable.